Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (gong alarms) was confirmed. Upon evaluation, the monitor failed a baseline test. The cause of the failure is a loose belt receptacle connection to the j4 connector on the defibrillation board. The root cause of the loose connection cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the patient was receiving frequent gong alarms.